Event description:
Information was received from an hcp and manufacturing representative (rep). The hcp reported that both the lead and implantable neurostimulator (ins) the system migrated/dislodged. The entire system was replaced. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2022, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2018, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 07-sep-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 21-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.